Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13462, 1627487-2019-13464, 1627487-2019-13465. It was reported the patient experienced discomfort with the leads. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.